Manufacturer narrative:
The explanted products were not going to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. Redness and pus was observed at the upper sternal incision, and redness was also present at the lower sternal incision and the device pocket. Cultures were performed and (B)(6) was confirmed. The system was explanted and the patient was provided a wearable ICD, to be used for three months. The physician believed the infection was related to the patient's condition, as the patient undergoes dialysis and has a weakened immune system. No additional adverse patient effects were reported.